Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, shaft fracture occurred. The details of the lesion are unk. The 3.00 x 32 mm taxus liberte monorail stent delivery system snapped at the hypotube. Additional information has been requested but not received.